Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to another device (truetest). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unwilling to answer any further questions during a follow-up call attempt by the csr. The patient was unwilling to confirm when the alleged inaccuracy issue began. The patient reported obtaining blood glucose readings of "523 and 483 mg/dl" with the subject meter and "166, 120, 125 and 115 mg/dl" on the other device, performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. It is not known if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported that he developed symptoms as a result of the alleged issue however, was unwilling to provide details of the specific symptoms. It is not known if the patient received any treatment in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high results. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.